Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 nla hub separated during use. The following information was provided by the initial reporter: it takes a lot of work to remove the cap from all the syringes, sometimes the finger pricked when removing the cap, sometimes it came out along with the needle.

Manufacturer narrative:
H.6. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended, needle stick (clean) and needle hub separates on lot(s) # 7107897 and 9301549. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended, needle stick (clean) and needle hub separates) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One (1) video depicting the alleged issue was provided. Customer reported it takes a lot of work to remove the cap from all the syringes, sometimes the finger pricked when removing the cap, sometimes it came out along with the needle. The provided video was reviewed, and it was observed that the user removed several cannula shields from bd insulin syringes properly; removal of the cannula shields did not result in hub separation. Without the physical samples, however, it could not be determined if the force required to remove the cannula shield from the syringe was out of specification. No evidence of manufacturing defect could be determined from the provided video, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 7107897. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200693506, 200693505] noted for raised needle assemblies. There were two (2) notifications [200694468, 200694466] noted for damaged tips causing raised shields. There was one (1) notification [200694513] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9301549. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200855857] noted for out of spec shield pull. Investigation conclusion: as no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the video received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7107897, medical device expiration date: 2022-04-30, device manufacture date: 2019-08-26, medical device lot #: 9301549, medical device expiration date: 2024-11-30, device manufacture date: 2020-02-13. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended, needle stick (clean) and needle hub separates on lot(s) # 7107897 and 9301549. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended, needle stick (clean) and needle hub separates) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7107897. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted for raised needle assemblies. There were two (2) notifications [(B)(4)] noted for damaged tips causing raised shields. There was one (1) notification (B)(4) noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9301549. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for out of spec shield pull. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 nla hub separated during use. The following information was provided by the initial reporter: it takes a lot of work to remove the cap from all the syringes, sometimes the finger pricked when removing the cap, sometimes it came out along with the needle.